Event description:
Information received from the field does not address the patient's clinical status but notes that the device would not interrogate. A transtelephonic report on september 9, 2003 noted a nagnet rate of 95 ppm.